Event description:
It was reported while preparing to load a patient into the ambulance, the manual release on the stretcher "interrupted" the raising motion of the stretcher and did not allow the stretcher to raise to full height to load the patient into the ambulance. A family member of the patient transported the patient to the hospital and the ems transport was cancelled. There were no reports of injury or adverse effect on the patient as a result.

Manufacturer narrative:
An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation. The manual release of the stretcher required an adjustment to the tension. After the adjustment was made the stretcher was operating as intended. No other repairs were required and the stretcher was returned to service.

Event description:
It was reported while preparing to load a patient into the ambulance, the manual release on the stretcher interuppted the raising motion of the stretcher and did not allow the stretcher to raise to full height to load the patient into the ambulance. A family member of the patient transported the patient to the hospital and the ems transport was cancelled. There were no reports of injury or adverse effect on the patient as a result.